Event description:
It was reported that (2) ebf01 were used during an unknown procedure. It was reported by the rep that the device malfunction and would not coagulate. Another instrument was used to complete the case. No adverse pt outcome.